Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose following meal announcements, with concern that insulin delivered for breakfast and lunch announcements reached more than eight units while the total daily dose was approximately twenty-six units, and support advised a reset while coordinating scheduling for a factory reset; the device problem and component details were not established due to insufficient information. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the family and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding any device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.